Event description:
Doctor said that the depth gauge in the variax foot and fibula is too rigid and possibly fractured the cortex when measuring for a screw. They used an alternative depth gauge for the remaining screws.

Manufacturer narrative:
A confirmation of the reported event indicating that ¿the depth measuring gauge was too rigid for use¿ was not applicable due to the fact that the device was fully functional. A visual, functional and dimensional inspection of the returned device confirmed that the device was fully functional. Therefore it is not possible to determine a failure mode or a root cause related to the reported event. No indications were found for any material, manufacturing or systematic related issue.

Event description:
Doctor said that the depth gauge in the variax foot and fibula is too rigid and possibly fractured the cortex when measuring for a screw. They used an alternative depth gauge for the remaining screws.

Event description:
Doctor said that the depth gauge in the variax foot and fibula is too rigid and possibly fractured the cortex when measuring for a screw. They used an alternative depth gauge for the remaining screws.

Manufacturer narrative:
The product was not returned and hence a thorough investigation of the device was not possible. Based on the available information, the actual root cause of the reported event could not be determined. Device not returned.

Manufacturer narrative:
Investigation in progress but not yet complete.